Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.1, d.2, d.4, d.7 , g.3 , g.5., h.6.

Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side capsular contracture (grade IV), lobulations, calcifications. Treatment included "backer maneuver". The device remains implanted.